Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring did not have a hole in it for completing a vessel loop. The hole was occluded which did not allow the hospital to thread the suture through. The procedure was completed with a "stab and grab" technique. There were no patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Manufacturer narrative:
(B)(4). Lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring did not have a hole in it for completing a vessel loop. The hole was occluded which did not allow the hospital to thread the suture through. The procedure was completed with a "stab and grab" technique. There were no patient effects.